Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the hand piece's jaw got froze up and would not unlock. They had to stop and pry trigger back several times. Jaw was also loose. There was no patient injury.